Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device seemed to have wrong display and continuous water level alarm. There was unknown patient harm reported as a result of the event.

Manufacturer narrative:
H2) device evaluation: a1-a2 and a4-a6 updated. D3 manufacturer establishment name, manufacturing plant address, state, city, postal code, and country updated. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The device looked in used condition, and the housing was broken. The liquid-crystal display (lcd) was not readable. The cause of the customer reported problem was 2 light emitting diodes (led) on the mainboard were broken off and the mainboard was defective. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the mainboard and the housing and adjusted the temperature alarm settings. The device passed all functional and electrical safety tests.